Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, the stapler was able to fire on the 1st two fires, there was bleeding at the staple line. The user had to clip all of the staple line where purple staples were used to resolve the issue.